Event description:
The pneumatic roto osteome drill was sent in for evaluation because it was leaking fluid during a procedure. A small amount of fluid leaked into the surgical site. Irrigation was used thoroughly clean the site. The procedure was completed with a readily available replacement device; without any procedure delay. No additional follow up treatment or medication was required as a result of this event.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.